Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported via phone call, he was unable to get to the reservoir plus set menu on the insulin pump. The device wouldn't navigate through the menu when the buttons were pressed. Customer's blood glucose was 84 mg/dl. Customer did drive a motorcycle while it was raining device might have been exposed to the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.